Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer stated that the ubk security super plus tampon fell apart inside of her and pieces remained. This occurred with two tampons. Consumer was pretty sure she was able to remove all the pieces.